Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced pain, recurrent incontinence, vaginal scarring and protrusion. It was reported that the patient underwent revision of mesh on (B)(6) 2011.(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying.

Manufacturer narrative:
Additional narrative: it has been reported that following insertion the patient experienced urinary incontinence, frequency, urgency and vaginal dryness.

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence, frequency, urgency and vaginal dryness.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, vaginal tissue atrophy, painful urge incontinence that awakened patient from sleep, and physical pain/discomfort. No additional information was provided. (B)(4) ¿ atrophy.

Manufacturer narrative:
Patient codes: (B)(4)- obstruction additional narrative: it was reported that following insertion the patient experienced latrogenic bladder outlet obstruction.